Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not functioning as intended. There was no information provided regarding the customer's blood glucose level. Reportedly, the customer reverted to manual injections to continue insulin therapy. Although requested, no additional information was provided regarding the reported issue.